Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: product ID d274trk ICD, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had been shocked with their previous device in their pool. The patient went in to get device checked and the clinic told them that they were shocked due to noise and not a cardiac rhythm problem. Follow-up was conducted with the clinic and from the information obtained it was verified that the patient was seen after that incident and noise was confirmed on the right ventricular (rv) lead. The patient was advised to stay out of the pool until the patient has an engineer call them about grounding their pool. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.